Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking off from the yaw pulley. The conductor wire was dislodged and resting on the of the yaw pulley, still attached to the silicone adhesive. The wire insulation was not damaged. The instrument failed an electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it is hard for the fae to identify the issue based on the image review as it is blurry. The fae did not see any obvious damage at the distal end ¿ cables, conductor wire, yaw pulley or anything else.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument operated intermittently and eventually stopped working. The customer then noticed smoke coming out. There was no report of fragment falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument tips were in contact with tissue when the issue occurred, but the cauterizing was not working. There was no unexpected tissue effect due to the event. No arcing was observed. The instrument tips did not collide with any other instrument or tool during procedure and did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon used the permanent cautery hook and the mega suturecut needle driver instruments at the time of the event. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to the event.